Event description:
The pt was revised because of a fractured plate. The pt claims she got her leg caught in her sheets while in bed, and when she was getting up, her leg untangled and she felt the plate break.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided info from the surgeon states the pt claims she got her leg caught in her sheets while in bed, and when she was getting up, her leg untangled she felt the plate break. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.